Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the run data file (rdf) was analyzed for this event. At the beginning of the run, the customer had two alarms for 'return pressure was too high when system was diverting saline'. A potential cause of this alarm is having the return saline roller clamp closed during prime divert. The customer was able to continue with the procedure. During the first 16 minutes of the procedure, the customer had received two alarms for 'interface took too long to establish'. During the first 35 minutes of the run, the output of the rbc detector indicated that the content of the blood exiting the channel was lighter than expected. Additionally, the aim interface images during this time also appeared lighter, which indicated that saline may have been pulled into the channel from the inlet saline line during this time. The final fluid balance (fb) of the patient was calculated to be 123%.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: from the investigation, a definitive root cause could not be determined. Based on the part evaluation and rdf analysis, possible cause includes but is not limited to the saline roller clamp on the inlet line not being fully engaged allowing saline to be pulled into the set and be infused back to the patient.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a cmnc set contained with blood and prime fluid was returned for investigation.upon visual inspection, it was noted that the outer biohazard bag contained blood and clear fluid droplets that had leaked from the set upon receipt. The ac and saline spikes were open and the lines were not sealed. The inlet luer was not capped, but the line was closed with the pinchclamps.the disposable was visually evaluated for any misassembly, leak, obstruction, or other defects that could have contributed to the procedural issues experienced with no observable anomalies. Both roller clamps were found closed on each of the inlet and return saline lines and appeared to properly obstruct flow when the tubing was lightly squeezed. There was not a lack of pressure found between the roller of the clamp and the tubing interface.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 15 minutes into a continuous mononuclear cell(cmnc) collection procedure, they received an ¿interface took too long to establish¿ alarm. Theoperator paused the procedure, checked the saline roller clamps and confirmed that they wereclosed. She adjusted the donor¿s hematocrit (hct) from the optia machine and continued theprocedure. 10 minutes later, she noticed that procedure wasn¿t collecting mononuclear cells and approximately 500mls of saline was infused to the donor. She placed hemostats on the return saline line and was able to resolve the alarms. The procedure was successfully completed and the donor is reported in healthy condition. Per the customer, the donor tolerated the procedure.the customer declined to provide patient identifier (ID)